Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that multiple call service alarms occurred after a rewind step and after taking out and reinserting the battery. The reporter denied damage, moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple call service alarms with high force were observed in the black box due to an occlusion during prime on the reported failure date of (B)(4) 2013. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated.